Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in the emergency room after receiving a vibratory alert, low, out of range hv lead impedance for the rv to svc and can vector and rv to can vector was observed the device was explanted and replaced.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found. It is believed that a shorting of the lead caused the field event.